Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture and dissection occurred. The focal lesion being treated was an in-stent restenosis. The flextome otw cutting balloon was inflated and the lesion "would not give" at 12 atms. The physician then inflated the balloon higher, and the lesion was then well-dilated. The flextome otw balloon was then pulled slightly proximal with only a small portion of the balloon within the stent. The flextome otw balloon was then inflated again to 12atms and ruptured. There was a retrograde dissection "all around, went up both sides of the media and collapsed the lumen". The patient was ischemic however nitroglycerine did not alleviate these symptoms. There was no difficulty removing the flextome otw balloon from the lesion. Two bare metal liberte stents were then placed to treat the dissection which resolved the ischemia. The procedure was completed with this device, and no further patient complications were reported. Patient status was reported as 'fine'. The physician stated that he did not believe this to be a device malfunction but rather due to the clinical circumstances of needing to inflate the balloon higher to achieve results.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the potential batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.